Manufacturer narrative:
(B)(4). Event date:- (B)(6)2017. Concomitant product(s): part: 00630505036, name:liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot:63110722. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001822565-2017-05477.

Event description:
It was reported that while on vacation and dislocated and was close reduced on an unknown date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products- liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells cat: 00630505036 lot: 63110722. Shell porous with cluster holes 54 mm o.d. Cat: 00620005422 lot: 62845919. Femoral stem press-fit collarless 12/14 neck taper standard body standard neck. Offset size 12 128 mm stem length cementless cat: 00786401200 lot: 63258460. Shell porous with cluster holes 54 mm o.d. Cat: 00620005422 lot: 62845919. Bone screw self-tapping 6.5 mm dia. 40 mm length cat: 00625006540 lot: 63145236. Reported event was unable to be confirmed due to limited information received from the customer. Post-op portable x-rays of the left hip show left total hip arthroplasty is present. Acetabular cup lateral angle of inclination appears steep; however, landmarks used for measuring the exact angle of inclination are excluded from x-ray images. Femoral stem exhibits varus coronal alignment. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.